Event description:
Note; this is 1 of 3 related complaints. Customer notified regional sales mgr of three "blood leaks" over a three day period (1/19, 1/20, 1/21/98). All the same lot number, all non-reuse. Awaiting further info from complainant regarding pt details. 1/30/98 chief technician reports that the leaks were internal and detected in the dialysate with the blood leak alarm. All three pt events involved discard of the extracorporeal circuit due to the leak, ebl 170 ml, without adverse effect to the pt. It could not be verified whether dialyzer were taken from one or more cases. 2/2/98 further pt info requesteed from healthcare professional. This pt reportedly was transfused. Pre and post incident hematocrits have been requested. Mdrs filed due to volume of blood loss reported and this pt incident involved med intervention (transfusion). 2/4/98 hcp called to check on the availability of requested info. It was suggested to call back on monday and speak with head nurse. 2/9/98 head nurse confirmed that this pt was anemic prior to the dialyzer leak and associated blood loss. The pt was transfused with two units of blood after the incident.